Event description:
Sales representative reported to richard wolf medical instruments corp (rwmic) that during a procedure the device sparked. No injury to pt or staff reported.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2013. Spark may have been due to moisture found in block due to lack of cleaning. Root cause is wear and tear. Device history: manufactured 06/2009, no record of any repairs or routine maintenance of device. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional information, we will provided FDA with follow-up information.